Event description:
The lead was explanted when multiple inappropriate therapies were delivered due to a suspected fracture.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Analysis confirmed the reported noise. The inner insulation had a through abrasion between the pacing coils. The damage was located under the shock coil, at 3.3-3.7cm from the tip. The damage is consistent with the reported noise and inappropriate shocks occuring when the coils made contact with each other.